Event description:
Event description boston scientific received information that at the implant procedure for this atrial lead (4469/441850) placement difficulty was experienced due to the patient anatomy. High threshold and high impedance measurements with no atrial capture, were noted after being implanted. The lead was then surgically abandoned due to the inability to remove it from the patient anatomy. A new atrial lead (4086-238116) was implanted. After pocket closure this lead displayed impedance measurements of 2200 ohms, there was a loc. A lead revision procedure was done the next day. Both this 4086 and the 4469 atrial leads were removed from the patient and have been returned for analysis. It was reported that the high impedance measurements were possibly due to the condition of the cardiac tissue and not issues with the leads. Analysis will be done on both leads.